Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, there was voice leakage soon after intubation and the cuff was found broken. There was no patient injury.

Event description:
According to the reporter, during use of the device, there was voice leakage soon after intubation and the cuff was found broken.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. An inflation/deflation test was performed. A visual inspection was performed, and it was observed the cuff presents a small tear. The investigation of observed condition isolated the failure to the tear on the cuff. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.